Manufacturer narrative:
Additional device involved in incidentpart no. Lot no. 60472 397450

Event description:
It was reported that implants fractured upon insertion. Fractured implants were removed and replaced resulting in a delay of over thrity minutes.patient outcome: no adverse effect reported as a result of this event.